Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the mid-section of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jul-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the tight calcified left circumflex artery. Following pre-dilatation, a 4.00x32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.